Event description:
It was reported that during regular follow up session the physician found a patient with an alert for hv impedance out of range. The physician noticed there were no out of range markers in the trend but the range lifetime was low out of range. The physician also noted ams episodes that seemed to be atrial noise. The noise was not reproducible with provocative testing. The patient will continue to be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.